Event description:
Customer alleged the chair was only driving in one direction (left) and the seat was allegedly tilting. Minor injury alleged.

Manufacturer narrative:
(B)(4) RMA has been initiated for this issue. Model m41, serial number/date code (B)(4) is approximately 4 years 2 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated by the dealer as batteries being replaced, but the power chair has not been brought in for routine maintenance. The dealer stated that the consumer alleges that her seat is tilting and the power chair only drives to the left. The dealer assessed the power chair and a technician identified that 3 screws that attach the seat to the base were allegedly missing. The tech replaced the 3 screws, but had concerns since one section was allegedly stripped. The motors were also replaced on the power chair. The seat is to be returned to invacare for an inspection and evaluation. The consumer alleges that she hurt her side, no details available. No medical attention was sought.